Event description:
One jaw of pair of independent jaws closed in by about 2cm without any indication in the readout or the record verify. A set screw that coupled the jaw motion to a variable resistor appears to have come out. The radiation therapist noticed an inconsistency in the appearance of the set-up field and the readout and all treatments were stopped until the system was repaired and svc person repaired the problem promptly. Set screw had locked out and couple to jaws. Extra set screws were installed. A svc rep arrived on site within several hrs of being called and reviewed the problem the physicist confirmed the validity of the readout and the radiation field, light field congruence.